Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the red port, blue port, clamps, bifurcate and cannula appeared intact. Pmv performed functional testing; the distal end of the cannula was clamped and a water bath test was performed, air bubbles were detected in the middle of the extension tube on the blue port side. A small hole was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the extension tube may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Based on the evidence available the reported condition of extension tube leak was confirmed. The file will be closed as misuse of product. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first treatment, they found out an oozing at the transparent silicone hose. They found the leakage at the middle of the silicone tube or extension tube. The catheter was repaired and there was no luer adopter problem. There was a leak at the catheter (transparent silicone hose) and tego was not utilized. They used an anil iodine to clean the device and there was no blood loss. They had to replaced a new catheter to resolve the problem. It was also stated that the treatment was completed. There was no reported patient injury.